Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over twelve years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined as the device was not returned for evaluation. It is likely, the usg-400 or the scope was not grounded. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that high-definition lcd monitor displayed a small image while using the video system center after which the image went out. The issue occurred during an electrocautery diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation of the reported issue. In speaking with olympus technical assistance center (tac), the customer reported that high definition lcd monitor displayed a small image while using the video system center after which the image went out. Troubleshooting efforts were made, and the customer was instructed to check the cables going to the monitor to see if they were damaged or frayed; they were not. The customer mentioned that they plugged the electrosurgical unit into another outlet. It was advised that the biomed team ground the scope using a scope cord or ground the esg:400. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.